Manufacturer narrative:
The reported events of no capture, no sense and ¿slight impedance change¿ were not confirmed. A complete lead was returned for analysis in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. Electrical, visual, and x-ray analysis of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged while the patient was in holding after dual chamber pacemaker implant on (B)(6) 2021. The ra lead was revised the same day, however it dislodged for a second time in holding post revision procedure. Both dislodgements were confirmed via chest x-ray. Therefore, the physician elected to explant the ra lead and leave the device with single chamber operation. The patient was in stable condition.